Event description:
A report was received that a patient passed away during the trial. There's no further information available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e serial/lot#: (B)(4). Description: trial linear st lead, 50cm

Manufacturer narrative:
Additional information was received that the physician believes the patient's death was due to old age and was not device or procedure related.

Event description:
A report was received that a patient passed away during the trial. There's no further information available.